Manufacturer narrative:
(B)(4). The customer returned one unit 5-10114 from lot 73h1500360 for investigation. A mallinckrodt satin-slip stylet was received inserted into the et tube. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the et tube appears typical with no observed defects or anomalies. A functional inspection was performed by attempting to attach a lab inventory 10ml luer slip syringe to the bespak valve. The syringe and et tube remained securely connected and the cuff inflated with no resistance met. The syringe was then used to deflate the cuff. The components remained secured and the cuff deflated with no difficulty. No functional issues were found with the returned sample. The device history record investigation did not show issues related to complaint. A corrective action is not required at this time as there were no functional issues found with the returned sample. Other remarks: the reported complaint of difficulty attaching a syringe to the inflation valve of the et tube could not be confirmed based upon the sample received. A secure connection could be made. There were no functional issues found with the returned sample.

Event description:
The customer alleges that when the clinician attempts to inflate the cuff of the device, the syringe doesn't stay on; it pops off. It is difficult to use two hands to inflate the cuff.